Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00581 has been submitted to address this error.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Event description:
The customer states that one patient sample generated an initial architect false positive total b-hcg assay result of 38.70 miu/ml. The sample was retested without recentrifugation and generated a negative result of less than 1.20 miu/ml. The sample also generated a negative b-hcg result on a non-abbott platform. No suspect results were reported from the lab. Controls have remained with specifications. The customer replaced all three wash zone needles but the issue persisted and a service call was initiated. The field service engineer replaced and calibrated the sample probe, replaced the wash station and cleaned the wash zone. There is no impact to patient management reported.